Event description:
It was reported that the lead was showing a non-intrinsic deflections that indicated an insulation issue. This was seen on an episode stored for vf detection. The oversensed deflections resulted in inappropriate hv therapy. The lead was explanted.